Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/6/2021 h.6. Investigation: it was reported there was foreign matter. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. The luer tip has a brown spot. It was not possible to remove the spot with an alcohol wipe; it is embedded degraded resin. One photo shows a syringe where the barrel luer tip has a brown stain that appears to be embedded degraded resin. The other photo shows the packaging blister top web. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 1056577. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe cap. The following information was provided by the initial reporter: "foreign material in 50ml ll syringe cap".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe cap. The following information was provided by the initial reporter: "foreign material in 50ml ll syringe cap".